Manufacturer narrative:
A manufacturing evaluation was completed: the complaint condition is confirmed as the drill bit is broken. The manufacturer has examined the device history record (DHR) for part number 03.503.476. Orchid manufactured the parts. The DHR¿s show nothing out of the ordinary from the manufacturing process and passed the dimensional inspection. The manufacturer reviewed the final inspection form (fif) in the DHR and all readings were within print specification. The manufacturer reviewed the material certificate through the information in the DHR and it was used per print requirements. The manufacturer has checked the certified hardness of the material used on the returned part which is within the print specification. The blueprint dimension for the body diameter and the drill diameter of the part were reviewed and the part measures okay. It is the opinion of the manufacturer that the parts met print specifications when they left the facility. A visual review of the remaining piece of the returned part shows there is major galling and discoloration on the body diameter near the drill diameter of the part. The area of the flute still intact shows damage (flattening) of the backside of the cutting edge. The cosmetic appearance of the drill leads us to believe overused or misused of the drill occurred. No manufacturing related issue was identified and/or confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. A review of the device history records was performed and the report indicates that the: DHR 03.503.476, lot u134400 released 6/21/11& 7/12/11, no complaint related issues were found. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in the (B)(6) as follows: while drilling in the patient's oral cavity, the drill bit broke. There was no delay in the procedure. The patient status/outcome is reportedly okay. The broken piece was removed immediately and kept aside; there was no adverse effect on patient. This is report 1 of 1 for (B)(4).